Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Remove e2403,f26, add ef12,f08,f1203,e1205,e120501.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 700 mg/dl with diabetic ketoacidosis. Reportedly, the customer went to the emergency room and was subsequently hospitalized where customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. The customer reverted to an alternate method of insulin therapy.